Manufacturer narrative:
The subject device was returned to shockwave medical, inc. For investigation. The reported failure of error 88 was confirmed. Upon inspection of the catheter, it was found that the outer band from an emitter was dislodged from the distal location and remained fully contained within the balloon. The ivl balloon and all other catheter components were intact. The likely cause of the error 88 is attributed to the dislodged emitter which prevented the completion of electrical circuit. The cause for the emitter dislodgement is unknown. In the instructions for use for the shockwave c2+ ivl catheter under precautions, it is stated "during the procedure, appropriate antiplatelet/anticoagulant therapy must be provided to the patient as needed. Antiplatelet/anticoagulant therapy should be continued for a period of time determined by the physician after the procedure." The physician stated the thrombus was related to an anticoagulation issue. The cause of the patient's death was not reported. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the lot history record (lhr) and test documentation did not show any issues with the manufacturing of the device. The device passed all shockwave medical, inc. Criteria prior to shipping.

Event description:
A shockwave c2 plus coronary intravascular lithotripsy (ivl) catheter was used during a percutaneous coronary intervention (pci) procedure to treat the left circumflex artery (lcx) and left anterior descending artery (lad). The patient was very sick with significant disease in the right common artery (rca), lxc, lad, and left main artery (lm). It was noted that the patient had low ejection fraction (ef) and was moved up on the procedure schedule due to their deteriorating condition. Access to the target lesions was obtained via the femoral artery. The ivl catheter was prepped without incident. The ivl balloon successfully delivered 75 pulses when an error 88 occurred. After the error, the ivl balloon was deflated, the connector cable was unplugged from the generator, and the generator was rebooted. After troubleshooting the error, the physician determined there was enough calcium modification so the ivl catheter was removed, and the lesion was post-dilated with a non-compliant (nc) balloon, followed by a successful stent deployment in the lcx. During treatment of the lad, thrombus formation occurred. The patient was having stability issues with difficulty maintaining adequate blood pressure and blood clotting causing loss of lad patency. The patient crashed but was immediately stabilized. The patient was stable for approximately an hour post ivl completion of the lcx. The patient was moved to the intensive care unit (ICU) where they subsequently expired 3 hours post-procedure. The patient was on angiomax throughout the entire procedure. The physician stated that the thrombus was related to an anticoagulation issue. The cause of death was not reported.